Event description:
Baxter reported a false air in line alarm on a colleague infusion pump at the facility. The pump needed to be stopped during the alarm and subsequent troubleshooting. The nurse moved the IV set past the "macerated" area on the set, by moving the dark blue slide clamp, and this was seen as a resolution to false air in line alarm. At this time, no add'l details are available regarding the event date, names, rates and concentrations of medications involved, pt's demographics, diagnosis and status, pt injury, medical intervention, and set up of the pump.